Event description:
The patient reported vomiting and inadequate weight loss. Additional information from the returned paperwork noted upon explantation of the device and surgery for a mini gastric bypass, the surgeon discovered that the slippage had pulled the stomach towards the liver and attached the two organs together. The surgeon detached the stomach from the liver and removed the band. As blood vessels had grown around the device, the surgeon had to clip the vessels, and now the patient is unable to pursue any type of bariatric surgery. The patient's weight has come back along with the comorbidities.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the shell ring noted leakage due to a bubble bursting, and adhesive failure. Additionally, the shell ring was broken with striations and missing material consistent with surgical damage which may have been made to facilitate removal of the device. An unidentified opening with leakage was discovered at the junction between the shell and belt. Analysis also noted pulled material and missing material from the damaged port septum likely to have been caused by a coring needle. Non-penetrating nicks were noted on the buckle with missing pieces. The buckle was also broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as 12/2000, clinical study, 299 patients total)." Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/removal."